Event description:
It was reported that during scheduled filter retrieval, imaging demonstrated that the filter had migrated caudally two vertebral bodies and one of the filter arms had detached and was pointing horizontally, penetrating the cava wall. The filter was removed with a recovery cone retrieval system. The physician attempted to remove the fractured arm with a snare; however, the detached component could not be retrieved. The physician chose to leave the detached arm in place and continue to monitor the pt. The filter was implanted infrarenal and had an indwell time of 476 days. There was no pt injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot # was unk. The explanted filter was returned for eval. The filter had 6 arms and 5 legs intact. There was no arms missing as reported, instead one of the legs was fractured. The remaining piece of the leg still attached to the filter was approximately 3.1 cm in length. The device eval confirmed a fractured leg. However, it is unk how the fracture occurred. The root cause is unk. The current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse effect.